Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of the broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of this failure is attributed to a component failure. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Additionally, the instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.101¿ - 0.223¿ in length and not aligned with the tube axis. The root cause is typically attributed to mishandling/misuse. A review of the procedure log showed the permanent cautery spatula instrument (part# 470184-13 / lot# n10211108-0109) was used on (B)(6) 2022 during this myomectomy surgical procedure with system (B)(4). The permanent cautery spatula instrument had 5 uses remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this permanent cautery spatula instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer discovered that the permanent cautery spatula instrument wire was broken. The customer replaced the permanent cautery spatula instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.